Event description:
Syringe pump administed medication (aminophyllin 100mg) as an IV bolus rather than as programmed. Pump was reportedly programmed to deliver medication over 20 to 30 mins. Tachycardia episode occurred after aminophyllin administered which resolved without treatment. Pump was examined by hosp biomedical engineering dept and no pump problems were identified. Pump was placed back in svc. No add'l reports of problems with this pump.